Event description:
The pt reported inaccurately low blood glucose readings with strips, lot 1j521a. She opened the bottle of test strips on approx. 7/25/96 and immediately obtained blood glucose results in the 20 mg/dl range. Although the pt had no hypoglycemic symptoms, she did not question these readings. On 8/4/96, the pt obtained a blood glucose result of 26 mg/dl with co strips. When she went to her physician for a routine check-up on 8/5/96, she obtained a venous blood glucose result of 126 mg/dl. She did not perform a blood glucose test with strip at this time. With the rep, the pt obtained a blood glucose result of 29 mg/dl. The desiccant is in the bottle of test strips. The pt's meter was set to the appropriate code when all tests were performed. The pt did not have normal control solution available to check the test strips for accuracy. With the rep, the pt obtained back to back check strip results of 80 and 79 versus a check strip range of 70-94.